Event description:
It was reported that the cartridge was damaged at the o-ring, interrupting insulin delivery. Customer loaded a new cartridge to address the issue. The customer's blood glucose (bg) level was 488 mg/dl. The customers partner assisted the customer by delivering a manual insulin injection to address the elevated bg.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.